Manufacturer narrative:
H4: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and events of upstream occlusion were observed. However, functional testing was unable to duplicate the reported issue. Further investigation did reveal downstream occlusion (dso) pressurization failure. The dso sensor will be replaced to address this issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was confirmed that there was persistent upstream occlusion alert during volume test. The event occurred during testing.